Event description:
The customer reported that the hard drive went out during the case.

Manufacturer narrative:
(B) (4). The system has been intermittent. The ge service rep replaced the system drive and disk drive controller. He reloaded the software and data. The system was working as intended. (B) (4) 06/17/2009.